Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device was returned within a shipping box, a plastic bio-pouch, an open pipeline flex inner pouch, and a dispenser coil. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed). The middle section of the braid was found bent. Upon microscopic inspection, two implant braid wires were found broken. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ report was confirmed as the middle section of the pipeline flex braid was found bent. Possible causes of ¿failure/incomplete to open at middle section (hourglass shape)¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely that the damage found with the braid (bent/broken) contributed to the reported event. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. It was reported that the middle section of the pipeline could not be opened and adhered to the wall, and the opening and adhesion of the tip were also poor. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated; b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. The lesion was characterized as a c7 segment aneurysm. During the procedure, moderate vessel tortuosity was noted. The pipeline was deployed in a straight section and not placed in a vessel bend when it failed to open. Additional steps were taken to open the pipeline, including pushing the stent catheter upward, retrieving the ped, increasing tension, and deploying it twice.